Event description:
The facility reported that the patient was being brought to the room on a stretcher and wheeled up beside the bed. The side rails were in the up position on the stretcher. The caregiver went to obtain a sling and left the patient unattended. The patient reported to the caregiver that she witnessed the hanger bar coming down on its own. The hanger bar hooked onto the stretcher side rail and then retracted upon its own. As it retracted up, the stretcher tipped and the patient was dropped onto the bed. The caregiver returned to the room to find the patient in distress. (B) (4).